Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting. Upon functional testing fse found that the system had many issues. A few days later, fse visited onsite again and checked the system, and found that the tsm was defective. Fse replaced the tsm (touch screen module) in another case. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the equipment was completely turned off. The system was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.